Event description:
Customer reported the system wouldn't fluoro, and that there was no crossarm display. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cross arm power supply. System operates as intended.